Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was in a business and although her cgm displayed a value in the 200s mg/dl, the patient lost consciousness and emergency medical services (ems) was called by bystanders. Ems performed a bg upon arrival, confirmed the patient was hypoglycemic and treated her with IV glucose. The patient regained consciousness and declined transportation to the hospital. The patient and the spouse did not recall the date of the event or the cgm/bg values. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.